Event description:
Ultipaq cerecyte microcoil 2 mm x 6 cm (cfs10020630/f51918) and ultipaq cerecyte microcoil 2 mm x 6 cm (cfs10020630/j10136) got stuck in the microcatheter (details unknown) and could not be pushed any more. Presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630/f62056) could not be detached after the coil was connected to an enpower (details unknown). It was attempted to reconnect the coil; but the coil was not detached.

Manufacturer narrative:
Ultipaq cerecyte microcoil 2 mm x 6 cm (cfs10020630/f51918) and ultipaq cerecyte microcoil 2 mm x 6 cm (cfs10020630/j10136) got stuck in the microcatheter (details unknown) and could not be pushed any more. Presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630/f62056) could not be detached after the coil was connected to an enpower (details unknown). It was attempted to reconnect the coil; but the coil was not detached. The coil was returned undamaged. The evidence as received, suggests that the green introducer was retracted exposing the soft braid proximal to the hemostatic valve during coil advancement. In this condition, coil advancement will be extremely difficult. The green introducer should not be retracted until the soft braid has been advanced inside the microcatheter's tube so that the hypotube can be used to advance the coil. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. This is 1 of 3 reports associated with (B)(6). Concomitant medical products and therapy dates: enpower (details unknown); ultipaq cerecyte microcoil 2 mm x 6 cm (cfs10020630/j10136); presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630/f62056); microcatheter (details unknown).